Manufacturer narrative:
Additional information: b5 (second paragraph). The additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or has malfunctioned. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a transcatheter valve, an angiographic catheter and guidewire were inserted. Prior to delivering the valve, the angiography and echocardiography were performed that revealed a suspected aortic dissection. Subsequently, the valve was never implanted and the vessel was closed. Additional information was received indicating that the suspected aortic dissection was observed before insertion of the delivery catheter system (dcs). During the procedure, the physician "strongly suspected" an aortic dissection and subsequently ended the procedure. Afterward, the patient underwent a contrast-enhanced computed tomography (CT) scan, which did not show any evidence of aortic dissection. Regarding the cause of the suspected dissection, the physician believed that the patient's aortic sinus was widened, possibly due to damage to the aortic wall during the process of attempting to cross the native aortic valve using a non-medtronic guidewire and an al1 catheter. According to the physician, the dcs did not cause or contribute to the vessel damage, but the non-medtronic guidewire was a causal factor. Since the post-operative CT scan did not show any dissection, the patient's treatment will consist of temporary follow-up and observation.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID evolutpro-23-us (serial: (B)(6)); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a transcatheter valve, an angiographic catheter and guidewire were inserted. Prior to delivering the valve, the angiography and echocardiography were performed that revealed a suspected aortic dissection. Subsequently, the valve was never implanted and the vessel was closed.